Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of occlusion due to blockage at site on (B)(6) 2024. The symptoms occurred within three hours of insertion and site was side of waist. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-01357), was submitted on 08-feb-2025. Upon receiving additional information, it was discovered that the part number cited in this case is not associated with convatec. As a result, following the new details obtained on february 8, 2025, this case has been reclassified as non-reportable. Consequently, this medical device report (MDR) is being submitted to withdraw the previously filed MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.